Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of over 680 mg/dl. The customer stated that they were unable to bring their blood glucose down. The customer broke their arm and believes that the stress form the broken arm caused the high blood glucose levels. The customer did not return the product back for analysis.